Event description:
While driving user's powered wheelchair down a ramp from house to ground-level, the wheelchair stopped. User states the wheelchair fell over on top of them. The accident caused fractures of both femurs and left distal tib/fib fracture. User was hospitalized and fractures were surgically repaired.